Event description:
It was reported that the an intensified follow-up (ifi) warning was received on the patient's device in (B)(6) 2014. No known surgical intervention has occurred to date.

Manufacturer narrative:
Review of manufacturer programming history was performed.

Event description:
It was reported that the physician used electrocautery during a pt's initial vns implant. This resulted in the vns generator being disabled. A back-up generator was not available to replace the disabled generator so the surgeon chose to leave the generator implanted and would likely replace the generator at a later date. The surgeon is aware of the MFR precautions on the use of electrocautery during surgery. Surgery to replace the generator is likely.